Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (moisture ingress) issue. Reportedly, the pump had an intermittent power issue and there was moisture/corrosion in the battery compartment. The reporter denied any damage to the battery cap or battery compartment. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 06/29/2017 with the following findings: a review of the black box showed evidence of power on reset events. The pump intermittently powered on with the returned battery cap. The battery cap threads were damaged. The battery cap measured within specifications. A test battery cap was used for all testing. The battery compartment was cracked from the thread area to the case seal. The battery compartment threads were damaged and evidence of moisture was found in the battery compartment and the underside of the battery cap. The rewind, load, and prime steps were performed successfully. The pump was run for 24 hours and no reboots, loss of power issues, or call service alarms were duplicated. A leak test was performed and failed due to a leak at the battery compartment crack. The pump case was removed to find no evidence of additional moisture.